Event description:
The following has been reported: biomed reported: upstream occlusion, pulling in air, pump malfunction, various alarms. A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a dsps sensor failure. No problems were found during initial observation. The pump was able to successfully complete mock infusions. No physical abnormalities or defects could be found to the dsps. No internal faults were identified either. The device passed all functional testing including dsps calibration and verification. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.